Manufacturer narrative:
The logs were reviewed at the time of event 8:30 am to 10:00 am 2023-06-04 . There is a high frequency of alarms ¿check tubing¿ and ¿pressure delivery restricted¿ with indications of a high leakage in the system during this period. This situation could also explain the report of ¿they were not able to see the chest moving of the patient¿. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. This is considered as insufficient ventilation due to a high leakage in the breathing system during ventilation, according to the log file investigation. H3 other text : 4112.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator delivered insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).